Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implantable pulse generator (ipg) replacement there was a drop in right ventricular (rv) and right atrial (ra) lead impedance values as compared to the previous ipg. Chest x-ray and pocket manipulation tests were negative and there were no issues found. The leads remain in use and will be closely followed-up. No patient complications have been reported as a result of this event.